Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt- d) system displayed yellow alert for left ventricular (lv) automatic threshold (lvat) test detected as greater than programmed amplitude or suspended. Intermittent high pacing thresholds were observed. Technical services (ts) reviewed the data and found that lvat was suspended due to loss of capture (loc). Reprogramming options were provided. No adverse patient effects were reported. This lv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).